Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing had broke off from the luer connection piece of tubing. The patient experienced elevated blood glucose levels. The patient's blood glucose level was approximately 300 mg/dl. The patient had a headache, felt sluggish, and nausea. The mother states this would have prevented him from self-treating. The type of treatment given was unknown. Return of the suspect device was requested for evaluation.

Event description:
It was reported that the infusion tubing had broke off from the luer connection piece of tubing. The patient experienced elevated blood glucose levels. The patient's blood glucose level was approximately 300 mg/dl and the patient had a headache, felt sluggish, and nausea. The mother states this would have prevented him from self-treating. The patient's mother treated him with a bolus injection via syringe. Return of the suspect device was requested for evaluation.